Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg due to migration. The physician noticed that the anchor stitch through the ipg header broke loose and that was why the battery was mobile within the pocket. Therefore, the physician re-sutured the ipg and added a dacron mesh over the ipg, and anchored it to the internal tissue to hold the ipg within the pocket. The patient was doing well postoperatively.